Manufacturer narrative:
Concomitant medical products: 694958 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three weeks after implant the patient¿s right atrial (ra) lead was exhibiting undersensing, loss of sensing, and high capture threshold. It was thought that the patient¿s ra lead was dislodged. Approximately one week later, it was also reported that the patient¿s cardiac resynchronization therapy defibrillator (crt-d) system was removed due to infection. Vegetation was noted on the leads. The patient was septic and required antibiotic therapy. Cultures were taken. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.